Event description:
Caller reported alarm 01, but did not provide whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. There was no reported impact to the customer¿s blood glucose level. Cts instructed the caller to load a second, new cartridge, but the alarm recurred, leading to the decision to replace the pump. The pump was confirmed to be in warranty, and the customer planned to use mdi as backup therapy. Cts instructed the caller on returning the problematic pump and confirmed the caller's understanding of the process.